Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to loss of fluid.

Manufacturer narrative:
This follow up MDR is created to document the additional device information and implant date, and the evaluation of the returned device. A titan otr pump, two cylinders, and a piece of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation near the exhaust tube/strain relief junction of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be within an area of confined abrasion. Surface abrasion is noted on both exhaust tubes of the pump, on the exhaust tube of cylinder #1 and cylinder #2, and on the detached inlet tube of the reservoir. No functional abnormalities are noted with the pump, cylinder #2, or the detached inlet tube. Based on quality's examination, quality concluded that while in-vivo the exhaust tube of cylinder #1 kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 3345997. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.